Event description:
It was reported that the patient was transplanted on (B)(6) 2014.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the transplant could not be conclusively established. (B)(4) was not returned for evaluation. Although no specific device-related issues or adverse events were reported, the heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.